Event description:
The manufacturer received information alleging the turbine seems to be blocked, the machine does not blow air. There was no harm or injury reported. The ventilator was returned to a third-party service center, and a ventilator inoperative error code of err_dsp_motor_failure was found in the ventilator's downloaded error log. The device's blower was replaced to address the issue. Additionally, a ventilator service required error code related to battery health was found in the ventilator's downloaded error log. Err_batt_low_state_of_health_int_li_ion means the internal li-ion state of health 50%. Full charge capacity (fcc) is less than 51% of the design capacity. The battery life has declined due to use. The alarm notifies the user that the battery life has declined. The battery is still functioning and ac power can also be used; however, the battery is not functioning to specification. There was no report of, or confirmation of, an actual battery malfunction and there were no other error codes found related to the battery. The internal battery was replaced to address the issue. This issue is not related to the reportable/issue and will not be treated as a reportable malfunction/issue. Additionally, the oxygen blending module was found to have a screw thread broken, the flow element seal was loose, and the gasket was contaminated. Necessary parts were replaced to address the issues. These issues are not related to the reportable malfunction/issue.